Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, "minimal amount of bilateral breast fluid".

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, wavy contours, radial, and minimal amount of bilateral breast fluid. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Crease/folding of implant: not observed, creases on the device. Wrinkling: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Additional observations: brown particles observed, on the surface of the shell. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Wavy contours, radial and minimal amount of bilateral breast fluid. Device has been explanted.